Event description:
In a medwatch report, a hospital risk manager reported the trocar broke off into two pieces while in pt¿s eye during a surgical procedure. All pieces were removed during the initial procedure. There was no harm to the pt. The pt was having a procedure for a tractional retinal detachment and proliferative diabetic retinopathy. The procedure was pars plana vitrectomy, membrane peel, endolaser, air fluid exchange and gas injection.

Manufacturer narrative:
There was no sample returned for eval. The device history records (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to the MFR¿s acceptance criteria. The root cause is unk. (B)(4).